Event description:
Top pin holding the brush fell off and the head dislodged during use [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while their son was using an oral-b rechargeable toothbrush, version unk, the top pin holding the oral-b precision clean brushhead fell off and the head dislodged within 1 minute of use. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.